Event description:
It was reported that the patient experienced muscle stimulation. During a ventricular lead revision procedure, the right atrial lead dislodged. The atrial lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.